Event description:
Based on info reported to davol: (B)(6) 2010 - during an incisional hernia repair procedure, the dr alleged that the ring broke on the mesh. The mesh was not implanted and no pt injury was reported.

Manufacturer narrative:
It was reported that during an incisional hernia repair procedure, the dr alleged the ring broke on the mesh. The mesh was not implanted into the pt and there was no reported pt injury. The mesh was returned for eval. It was inspected and the ring was not found to be broken. The sample did show a bent/kinked area near the ring weld. The eval indicated a bent/kinked area, near the weld, however, the exact cause of the kink remains unk. The damage is consistent with that caused by excessive manipulation during a placement attempt. The instructions for use warning states: "follow proper folding techniques for large size patches as described in this instruction for use as other folding techniques may break the recoil ring." A mfg review was performed. Per applicable mfg procedures, the area to the weld must be inspected to insure that the welding horn has not cut and adversely weakened the monofilament and there were no issues identified in mfg that would cause or contribute to the reported event.